Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that may contribute to a material break include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices that likely caused the break during removal of the device. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation: updated from yes to no.

Event description:
User facility medwatch report ((B)(4)) received that states ¿perclosure broke during removal of subcutaneous cardiac rhythm monitor.¿ no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 09/01/2024. D4: the UDI number is not known as the part and lot number were not provided.